Manufacturer narrative:
Baxter has attempted to request the pump for evaluation and obtain additional information about the event, but the reporter has not yet returned the phone calls. A follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported a patient incident during patient infusion of morphine while on a pca ii pump. During treatment the patient stopped breathing and was revived. No additional information was provided regarding the patient's admitting diagnosis, past medical history, sequence of events, concentration of the medication, rate, and dosage prescribed. The patient's current status is unknown. The facility is conducting an investigation for the event.